Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 16 fr foley catheter was placed in the patient. Initial insertion occurred without resistance or issue. When the foley tubing was approximately two inches from the port site, no urine output was observed. The balloon was inflated, and slight resistance was noted. Only 8 ml of fluid was able to be used to inflate the balloon. At that time, a defect was observed at the base of the inflation port, where the tubing ballooned outward on one side during inflation. The patient denied any discomfort during balloon inflation. The foley tubing was pulled back until seated. Placement was verified by advancing the tubing without resistance or difficulty and then pulling it back again until seated. No urine output was noted. The foley catheter was flushed with 20 ml of sterile normal saline, and resistance was noted during flushing.